Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence and that the cartridge was leaking from the septum. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 100 mg/dl. It was also reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended.